Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. Customer reported waking up to a blood glucose of 473 mg/dl. The customer stated they had treated with 11.7 units of insulin. Customer also reported their infusion set would not stick to their body. The customer declined to troubleshoot for their high blood glucose. No additional information provided.